Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep removed and replaced the doghouse x-ray switch. He tightend the power plug connections as they were all loose. He also found pin 4 and 5 (x-ray inhibit and store) interconnect receptical pushed. He believed this problem to be the problem causing the no fluoro problem. He spread the latch wings and reseated pins. He verified pins held when interconnect inserted. The rep will look further into the slight delay of fluoro following an exposure. He will continue to monitor system for intermittent no fluoro. The system performs as intended.

Event description:
The customer reported that the system did not fluoro.